Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a cerebral vascular accident. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: a direct correlation between the device and the reported event could not be conclusively established. The patient¿s pump was not explanted. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on 06/21/2016 from the hospital personnel stating that the patient suffered a hemorrhagic stroke. According to the information, a call was received from the patient's wife on (B)(6) 2016 at 0339, reporting that the patient was found unresponsive and slumped over the floor beside the bed. The patient had vomited and urinated on himself. It was also reported that although unresponsive, the patient could open his eyes. The patient could not speak but could follow simple commands. There were no device issues or alarms at the time of the event. The hospital personnel also stated that there were no clinical issues that could have contributed to the cerebrovascular accident. The patient's inr on (B)(6) 2016 was 2.83 and during admission on (B)(6) 2016 was 1.96. The patient's pump was not explanted.